Event description:
On 7/9/2001, curon medical, inc. Was informed by the treating physician that during a stretta procedure performed and the first 3 levels of lesions were placed with no problem. Resistance was encountered at the starting of the fourth level; through endoscopy it was seen that the catheter tip was impacted in the cardia mucosa. The catheter was then withdrawn along with the endoscope and the pt was sent for an abdominal series of x-rays and a gastrograffin swallow revealed no leak. The pt was admitted for three days and placed on IV antibiotics. An ng tube was placed with endoscopic guidance. Pt was evaluated by a general surgeon and conservative management was opted for since the pt had little pain. The pt never became febrile. Their diet was advanced, the ng tube removed and the antibiotics changed to po. A barium upper gi series done in 7/2001 showed no evidence of perforation and there was complete clearing of the free air under the diaphragm. The pt was discharged to home. Pt has recovered without sequelae and pt has neither regurgitation nor pyrosis since the stretta procedure was performed.